Event description:
It was reported that the implantable neurostimulator (ins) was not functioning and the doctor turned it off. It was stated that it was easier to leave the ins in the patient instead of explanting. The MRI technician called for guidelines for an MRI of the head.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v054682, implanted: (B)(6) 2007, product type: lead. (B)(4).